Event description:
A aneurx stent graft was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported from the consumer that approx 2 weeks post stent graft implant, the pt experienced a heart attack. The consumer feels that the heart attack was the result of the procedure. No further info is available. The pt is fine.

Manufacturer narrative:
Lack of information.